Manufacturer narrative:
The controller and battery were returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the devices met all requirements for release. The controller passed functional testing. Functional testing revealed that the returned battery contained a faulty cell pair. This finding was re-assessed per our sop requirements and determined to be reportable. An internal investigation (CAPA) has been opened to address the issue. This is one of two reports (3007042319-2013-00361 and 3007042319-2014-00013) submitted for devices related to the same event.

Event description:
Approximately nine months post hvad implant, the patient experienced red battery indicators and no parameters on the controller after unplugging the controller from the ac adaptor (MFR. 3007042319-2013-00361). The batteries were removed from the patient and new batteries were supplied. No harm or injury to the patient was reported as a result of this incident.